Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported they charged their implantable neurostimulator (ins) the day prior or last week but following this they were getting an informational power on reset (por) message on the recharger screen. The por was not related to an overdischarge event. It was reviewed with the patient the por meant therapy had stopped due to the por. The patient was walked through clearing the por with the patient programmer (pp) which resolved the por. Therapy was turned back on and adequate after this. It was further reported the patient thought the ins was implanted too deep. Relevant medical history includes non-malignant pain.